Manufacturer narrative:
(B)(4).  The customer, a biomedical engineer, advised physio-control that if the device's therapy connector was wiggled or moved, that the device would not detect that the therapy cable was connected.   Physio provided the biomedical engineer with technical assistance. It was later confirmed by the biomedical engineer that the therapy connector assembly was replaced to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that a therapy cable was connected. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.